Event description:
The following has been reported by customer: did not pass buzzer test during pm replaced power board reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.